Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the bilateral central ablation was less than expected and was not regular during a lasik procedure. The pt was not happy with the outcome and noted seeing shadows and glare. There are two med device reports associated with this event. This report is for the left eye.